Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic nissen hiatal hernia, while passing through tissue, the device was difficult to toggle. A second device was opened, however the device was also difficult to toggle and the needle broke in two parts in two different times. It was stated that one fell into the cavity, but was retrieved. Another handle and reload was used to complete the case. There was no patient injury.